Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 lead implanted: 2006 (B)(6); 693558 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years and premature battery depletion is suspected. The device was explanted and replaced. In addition, the left ventricular (lv) lead exhibited inconsistent pacing capture at 8 volts. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.